Manufacturer narrative:
Findings: unit received with blank display due to broken trace on interface board. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading is 256 mg/dl. Troubleshoot was performed. Customer cannot recall the cause of the blank display. Customer battery cap was not damage. Customer was using aaa (B)(6) battery; new battery was inserted but the display did not return. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer also reported restart alarm twice. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.